Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because insert reason (device was discarded, etc.). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the guidewire became stuck during procedure. The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). A spline inversion was first observed but was able to be fixed while inside the body. Both the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were ablated successfully. When the physician attempted to pull the guidewire back from the lipv, they noticed that the guidewire was stuck. The physician was advised that there may be some stuck tissue in the catheter and to push the guidewire forward. The guidewire was unable to move forward and back; therefore, the guidewire and catheter were removed from the body. A new catheter was used to complete the procedure. No patient complications occurred. The device was disposed.

Manufacturer narrative:
Additional information added to d: suspect medical device. Upon device return and inspection, no outer abnormalities were observed regarding to the spline inversion. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.

Event description:
It was reported that the guidewire became stuck during procedure. The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). A spline inversion was first observed but was able to be fixed while inside the body. Both the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were ablated succesfully. When the physician attempted to pull the guidewire back from the lipv, they noticed that the guidewire was stuck. The physician was advised that there may be some stuck tissue in the catheter and to push the guidewire forward. The guidewire was unable to move forward and back; therefore, the guidewire and catheter were removed from the body. A new catheter was used to complete the procedure. No patient complications occurred. The device was disposed.